Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider. Regarding a patient, who was implanted with an implantable neurostimulator (ins). Caller reported, patient told her something or all product was removed. Possibly 6 months ago. Caller doesn't know who removed it or when. Caller will be getting an x-ray of patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A phone call was made to the patient. Patient answered the phone but was very difficult to understand. Patient stated that it was taken out because it wasn't helping the patient. It was causing more pain than helping them. Doctor's office tried programming many times, but it just was not helping. Doctor could not figure out why it was not helping. They finally got it removed but did not remember who the doctor was or what date it was removed. Patient said they have no idea if the devices were returned. When I asked patient about the weight and to provide the new address, they stated it doesn't matter since they don't have any medtronic devices. Patient declined to provide any additional information.